Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (unicel dxc 600i) displayed modular chemistry (mc) and cartridge chemistry (cc) "sample probe obstruction" errors while generating ion selective electrode (ise) results. When the customer removed the racks, there was fluid from the cap piercer on the racks. The customer was wearing a lab coat and gloves and wiped up the fluid with a "chem wipe." Customer re-ran the samples on another unicel dxc instrument in the customer's laboratory. Two patient samples were found to have discrepant sodium (na) results. The results generated by the unicel dxc 600i that had the leak were not reported out of the laboratory. The results generated by the non-leaking unicel dxc were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) found the vacuum for the waste exit line on the cap piercer valve was weak. The fse flushed the waste line, verified proper vacuum and ran tubes through the cap piercer assembly per established procedures. No further leaking was observed from the cap piercer assembly after the fse flushed the waste line and verified the proper vacuum.